Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The doctor experienced suture string detaching from the needle. He changed needles a couple of times but encountered the same issue. Surgical delay unknown. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #:(B)(4). H6. Component code: g07002 - device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: how many devices demonstrated the alleged deficiency? Several suture packs was there a surgical delay in the procedure due to the alleged deficiency reported? Yes, but minimal if yes, - were there any unexpected outcomes or complications resulting from the prolonged surgery time? No - how long, in minutes, did the surgery prolong? 10min - which tissue was being sutured when the event occurred? Vein to artery - was additional dissection required in other organs/tissues other than the target tissue? No - was there any change in the patient¿s post operative care due to the prolonged procedure? No a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.